Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of electrograms that the device recorded indicate that the device captured a noise signal on the right ventricular (rv) channel and a review of memory log confirmed the device had recorded out of range rv lead impedance measurements four times when the device was implanted. Laboratory analysis concluded the clinical observations may be due to the external lead or its attachment related issues or problems. No further testing was performed.

Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and anti-tachycardia pacing (atp) due to oversensed noise on the right ventricular (rv) channel. Noise and high impedances were reproducable with pocket manipulation and isometrics. The device pocket was reopened, no loose connections were observed. However, when the device was placed back in the pocket noise was noise was observed again. The physician then suspected a set screw issue, therefore, the device was explanted and replaced. Once the new device was implanted, the same issues were observed so the physician determined the issue was with the rv lead so that product was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned and is currently in analysis. When analysis is complete, this report will be updated.